Manufacturer narrative:
Pc-(B)(4). Date sent: 1/4/2022. Batch # unk. Date of event unknown. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's / manufacturing irregularities] were identified.

Event description:
It was reported that the staple line didn't form at the anastomosis with the blue reload. No patient consequences reported. No further information is available.